Manufacturer narrative:
Catheter model: unk, serial # unk, implanted: (B)(6) 2011, explanted: (B)(6) 2011, catheter model 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011; catheter model 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, pump model 8637-40, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011; pump model 8637-40, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011.

Event description:
The following event was reported in MFR # 3004209178-2011-09882, however, belong to this pump: "it was reported that following pump replacement, patient had pump pocket swelling and presented to the ER with a debilitating headache. Patient had one refill since implant around eight days ago from the date (B)(6) 2011, during which there was no volume discrepancy and no swelling at the pocket either. There were no pump alarms; programming was correct. Patient experienced no therapeutic benefit since implant and a revision was planned for this morning. The fluid was aspirated, was clear with no discoloration. It was later reported that the hcp (healthcare provider) replaced the pump and the pump segment of the catheter; a catheter break was suspected. Patient was still being evaluated on an outpatient basis. Drug delivered via the pump was morphine 10mg/ml at a daily dose of 2. 398mg, however, this time, hcp did not fill the pump with morphine but chose to use preservative-free saline. As of (B)(6) 2011, it was reported that patient was having the same symptoms and believed to be csf (cerebrospinal fluid). A dye study was to be performed. A follow-up report will be sent if additional information becomes available." It was as of the date of this report that there was clear evidence of a catheter (serial #(B)(4)) break connected to this pump, based on a dye study performed on (B)(6) 2011 and confirmed during the explant surgery of this pump i.e. On (B)(6) 2011. It was stated that the initial catheter was not completely explanted; surgeon changed the "pump segment" only. Patient experienced the same symptoms following the implant of this pump. The dye study revealed a catheter break near the pump pocket. It was a csf leak; however, there was no evidence of a break in the initial catheter (B)(4). The cause of the issue, the patient's symptoms, was not determined. As a result of the dye study, which found a catheter leak and no evidence of pump malfunction, a full system replacement was done on (B)(6) 2011. Patient recovered with sequela and experienced more significant edema at the same site and this implanted system was removed as well and reported in MFR report # 3004209178-2012-00412, pump serial # (B)(4).

Manufacturer narrative:
Final analysis of the pump revealed no anomaly found. The pump contained water. Final analysis of catheter model#8709sc (B)(4) revealed catheter body; damage occurred to catheter body and or guidewire during implant procedure.